Manufacturer narrative:
Device return evaluation found clogged nozzle, clogged air/water channel. The device grip were pulled down to remove the clog, however, the air/water channel still clogged. Service repair noted clogged due to mishandling/cleaning issue. In addition, scattered broken elements were observed on the um (ultrasound image) unit and crack was observed on the device a-rubber glue. Based on evaluation findings the reported issue was found to be attributed to use mishandling/cleaning issue. Investigation is ongoing. This report will be supplemented following investigation.

Event description:
As reported by the user facility, blocked suction channel was observed. The issue found during reprocessing. There was no patient involvement, no user injury reported due to this reported event. Device return evaluation found clogged nozzle, clogged air/water channel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it is speculated that the aw channel was clogged due to phenomenon resulted in poor cleaning of the actual product due to handling. As stated on the IFU (instruction for use) the user manual states: important information ¿ please read before use ultrasonic gastrovideoscope gf-ue160-al5. Chapter 7 cleaning, disinfection and sterilization procedures 7.3 precleaning flush water and air into the air/water channel and balloon channel warning: do not use the air/water channel cleaning adapter for patient examination. It will cause continuous insufflation and could result in patient injury. Caution : to prevent clogging the nozzle, always use the air/water channel cleaning adapter to clean the air/water channel after each use. Olympus will continue to monitor complaints for this device.